Manufacturer narrative:
(B)(4). Follow up for device evaluation. A particulate concern was reported on the plunger. To support the investigation, the quality team received one sample in a sealed blister package and two photographs for evaluation. Visual inspection of the returned sample identified embedded dark colored specks at the top of the plunger rod. The photographs provided correspond to the sample received. No additional defects or imperfections were observed. This condition is consistent with degraded resin that can occur during injection molding, most commonly at startup or intermittently during processing, and may detach and become incorporated into molded components. A device history record review was completed for material number 309653, lot 5282731. The review did not identify any quality issues detected during production of this lot that would have contributed to the reported condition, and no related quality notifications were identified. All manufacturing processes and final inspections met applicable specification requirements. To date, no other similar events have been reported for this lot. Based on the investigation and analysis of the returned sample, the customer reported symptom is confirmed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 50ml ll tip 1ml had foreign matter. The following information was provided by the initial reporter: material#:309653 batch#: 5282731. Verbatim: rcc received a complaint via phone. Pir attached. Sterility issue with particulate on the plunger.